Event description:
It was reported that the patient's glucose reached 17 mmol/l (306 mg/dl) and experienced bleeding, while wearing the pod between 36 and 48 hours on the hip/buttocks area. Upon inspection, it was noticed that the pod was leaking, and the patient was unsure if the cannula was properly inserted into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.